Event description:
This did not happen while on a patient! This bed was being cleaned between patients. After the bed was cleaned an operational check was done by the nursing staff and the side rail controls did not work. Biomed was called and we found that there was moisture in the pcb board of the side rail. The moisture was there because when evs (environmental services) disinfects the bed they have to saturate the rails in order to properly clean and disinfect. This causes fluid to get into the side rails and onto the pcb board, possibly causing the board to short out. If we are lucky we are able to clean the board and allow it to dry and at times this corrects the problem. Other times the fluid creates a short and corrosion in the board and it has to be replaced. The side rails should not allow fluid to seep into the electronics of the bed. Per hill-rom reps we should only spray a towel and then wipe down the side rails to clean them. However, this would not properly clean or disinfect the bed.======================manufacturer response for patient bed, hill-rom total care bed (per site reporter).======================they recommended that we do not apply so much cleaning solution and that we just spray a towel and wipe it down. Which as stated before would not disinfect the device properly.